Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 27 mg/dl. The customer stated that his blood glucose was low because he was active and working. He advised that he treated with juice and was able to bring his blood glucose back up. He also reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 134 mg/dl, compared with the sensor reading of 75 mg/dl. The customer advised that the insulin pump worked as designed and declined troubleshooting assistance for the threshold suspend event. He was educated on sensor settings for the low alert function and was device that he could adjust the settings to fit his preferences.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.